Event description:
On (B)(6) 2012, a 21mm trifecta valve was implanted in the aortic position. In (B)(6) 2019, the patient presented to the general practitioner with complaints of dyspnea and the patient was confirmed to have severe aortic regurgitation. On (B)(6) 2019, the device was explanted. The physician observed calcification and a tear. The device was replaced with a 21mm perimount magnaease valve. The patient was reported to be stable postoperatively and later discharged. The user suspects that the patient originally presented with aortic stenosis due to calcification leading to shortness of breath and that the calcification may have led to the tear resulting in severe aortic regurgitation and need for re-operation.

Manufacturer narrative:
The reported calcification and tear were confirmed. All three leaflets contained calcifications. Leaflets 1 and 3 contained tears associated with calcifications. There was fibrous pannus ingrowth on the inflow and outflow of all three leaflets. All three leaflets were also fibrotically thickened. No inflammation was present. The stent was indented, stent post 1 was bent outwards and leaflets 2 and 3 were previously excised from the stent, consistent with explant artifact. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The root cause of the calcification could not be conclusively determined; however, calcification is a known event associated with tissue heart valves. The calcification and fibrous pannus ingrowth reduced leaflet mobility, which had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Event description:
On an unknown date a 21mm trifecta valve was implanted. On (B)(6) 2019, the device was explanted as it "crumbling". Additional information has been requested.